Manufacturer narrative:
This is a follow-up to a previous medwatch as the product was returned for failure analysis. The end user provided lot traceability. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The safari2 guidewire was returned for analysis. As received, the specimen consisted of one-1each safari2 275cm sml crv; the specimen was cut at boston scientific to facilitate removal from the lotus system and returned to lake region medical still lodged within the lotus tip, coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the as-received condition of the specimen prevented accurate measurement of the dim "a" and finished curve dimensions; the specimen presented a finished diameter of .03480" to .03505". The extent of the damage to the specimen prevented passage of a gage bushing certified to be .0355" over the length of the specimen. Observation findings: as received, the lotus nosecone was lodged near the proximal aspect of the large diameter curve portion of the specimen wire. The specimen presented offset/overlapping coil wraps creating localized oversized diameters to .04575"; the bulk of the offset/overlapping coil damage was concentrated distal of the lotus nosecone with the remainder scattered over the remainder of the wire. The specimen also presented stretched coil wraps and kinks/bends of varying severity and frequency scattered over the length of the device proximal of the lotus nosecone. The specimen also presented ptfe coating damage and removal scattered over the length of the specimen proximal of the lotus nosecone. The specimen incurred mechanical shear/cut damage to the coil and core wire 19.5cm (coil) and 19.7cm (core) proximal of the lotus nosecone. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the lotus nosecone was lodged near the proximal aspect of the large diameter curve portion of the specimen wire. The specimen presented offset/overlapping coil wraps creating localized oversized diameters to .04575"; the bulk of the offset/overlapping coil damage was concentrated distal of the lotus nosecone with the remainder scattered over the remainder of the wire. The specimen also presented stretched coil wraps and kinks/bends of varying severity and frequency scattered over the length of the device proximal of the lotus nosecone. The specimen also presented ptfe coating damage and removal scattered over the length of the specimen proximal of the lotus nosecone. The specimen incurred mechanical shear/cut damage to the coil and core wire 19.5cm (coil) and 19.7cm (core) proximal of the lotus nosecone at boston scientific to facilitate removal from the lotus system. The damage to the safari wire appears consistent with the wire entering into a constraint condition within the lotus system and sustaining the offset/overlapping coil damage during manipulation to separate the devices as described, "after retracting the sheathing aids it was noticed that the delivery system could not be retracted over the safari2 wire and it appeared that wire was stuck in the system". As noted in the device instructions for use warnings, "never advance the guidewire against resistance without first determining the reason for resistance" and "care should be taken when advancing a guidewire after device deployment." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Manufacturer narrative:
The end user provided lot traceability. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device is expected to be returned for evaluation but wasn't received by the time this report was submitted. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: event description: it was reported that: after a successful lotus edge implantation the delivery system was successfully withdrawn from the aortic valve to the ascending aorta. After retracting the sheathing aids it was noticed that the delivery system could not be retracted over the safari2 wire and it appeared that wire was stuck in the system. Physicians decided to remove the delivery system and the safari2 together as one, which was successfully done.